Manufacturer narrative:
The root cause of the revision surgery on (B)(6) 2013 was due to an infection. The original surgery was performed on (B)(6) 2009. The outcomes attributed to this event are hospitalization - initial or prolonged and required intervention to prevent permanent impairment/damage. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components involved were examined. A review of the sterilization records show that the reported devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the original surgery. A review of the implant device history records, and product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that the infection the patient was suffering from was not the result of a product or manufacturing process defect. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt had an infection caused by an illness which spread to the joint. A polyethylene exchange was performed in order to wash out the joint.